Manufacturer narrative:
The insulin pump passed displacement test. However, it alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. Prime test, excessive no delivery test, and occlusion test weren't performed due to compromised force sensor system alarm. The device had minor scratches on the lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's spouse reported via phone call, the customer was hospitalized due to his potassium bottom out. However, he was in the process of changing his site because his blood glucose were going high and the device continued to alarm compromised force sensor system. Customer's blood glucose was 468 mg/dl. Customer hasn't treated as customer doctor wanted him to treat with the insulin pump. Troubleshooting was performed and it was found the drive support disk was sticking out. Customer's spouse doesn't recall if the customer has pressed it in while connected. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.